Manufacturer narrative:
No device is expected to be returned for evaluation. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Event description:
The physician reported that the catheter was twisted and kinked at the pigtail causing the lumen to be blocked. The damage was discovered two days post-placement for a nephrostomy stent and the catheter was replaced.